Event description:
It was initially reported that during diagnostics performed, the pt's device was showing high lead impedance. The nurse indicated that there is no known causal event for this high lead impedance, but it is difficult to tell since the family are not reliable historians or compliant with appointments. The nurse indicated that the sister of the pt accompanies her because she is mentally retarded, but she could not provide any details on the issue. The family didn't come in for a f/u appointment for a year, which was when the last known diagnostics were. The nurse couldn't confirm the exact results, but she believed they were within normal limits. The x-rays were requested, but she wasn't sure if they could be provided. The pt is said to be doing fine and there hasn't been an increase in seizures. The pt has about 1 seizure every 6 months with the vns therapy. A search performed in the manufacturer's programming history database showed the last known diagnostics were at the time of surgery, which were also showing high lead impedance. It is unclear if the pt's implant surgery had normal diagnostics as the information is not available at this time. The pt has been referred for lead and generator revision, but has yet to occur.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.